Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm or failed battery test alarm noted. However, unexpected power loss alarm, replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with stained serial number label, minor scratched lcd window and scratched case.

Event description:
The customer reported via phone call that they got replace battery now alarm. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed for replace battery now alarm and battery failed alarm. Customer reported that the insulin pump did not alarm battery failed alarm after troubleshooting. Customer stated that they did not get low battery alert prior to the replace battery now alarm multiple times. The insulin pump was returned for analysis.